Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no indication that the product caused or contributed to an adverse event this complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: black box data from the date of the alleged event had been overwritten due to continued patient use. Black box data begins on (B)(4) 2018. The pump was exercised for 24 hours without any delivery inaccuracies. No hypertensive or stuck keys were observed on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint. Unrelated to the original complaint, the ok button was noted to be under responsive due to a cracked button contact.